Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing with isometrics. There was no pacing inhibition. High impedance measurements of greater than 2000 ohms, and high pacing threshold measurements were also noted. Surgery was performed to replace the patient's device for normal battery depletion. During the procedure, the lead was tested via the pacing system analyzer (psa) and was found to be non-functional. The lead was unable to capture at maximum outputs via the psa. The lead was therefore surgically abandoned and replaced. No adverse patient effects were reported.